Manufacturer narrative:
Block e1: initial reporter's city and province is (B)(6) prefecture; reported here as the initial reporter's city and province exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon (which produces a leak), located approximately at 13 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of balloon burst and balloon leak were confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during a dilatation procedure to treat esophageal stricture performed on (B)(6) 2025. During the procedure, the balloon pressure did not increase during inflation, so when fluoroscopy was performed, contrast medium was leaking. When checked outside the patient, a balloon rupture was confirmed. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during a dilatation procedure to treat esophageal stricture performed on (B)(6) 2025. During the procedure, the balloon pressure did not increase during inflation, so when fluoroscopy was performed, contrast medium was leaking. When checked outside the patient, a balloon rupture was confirmed. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
E1: initial reporter's city and province is (B)(6); reported here as the initial reporter's city and province exceeded character limit for designated field. H6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.